Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote; however, the quote expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a depleted battery. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) evaluated the device and determined that the battery was older than five years. The se recommended to the customer that the battery be replaced.